Manufacturer narrative:
Investigation summary: no product and no lot# available. No investigation or DHR review can be done.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. - additional information requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a waveone gold file broke during use. Reportedly no injury occurred. The outcome of this event is unknown as of this MDR, further information requested.

Manufacturer narrative:
Additional investigation results: involved product that broke during use was not returned and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch #20180318 has no corresponding in our system, and would rather correspond to a manufacturing date. The right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.